Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: it was reported that the anastomosis was incomplete. Were there any staples missing from the staple line? The staple line was incomplete. Washer was cut completely. What was the shape of the deployed staples (b-formation, irregular, legs straight)? No formed or unformed staples could be observed. For clarification, was the endo sponge used intra-operatively? The staple line was overstitched by hand. Patient is fine. No further information is available.

Event description:
It was reported that during a transanal total mesorectal excision procedure that after leakage test the anastomosis was incomplete. An endo sponge was used, no further information is available. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # p55v95 the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present anvil half only and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.